Event description:
Boston scientific received information that this patient presented as the device was beeping. Upon interrogation, all parameters were normal except for one shock impedance measurement greater than 200 ohms. After a few days, the patient was checked again and there were three shock impedance measurements greater than 200 ohms. Manipulations did not provoke any noise and shock impedance measurements were stable around 80 ohms. The device data was sent to boston scientific technical services (ts) for review. Ts reviewed the information and was confident that a shock could be delivered however; the overall shock impedance is currently on the higher side which can impact how effective the shock delivery will be. The greater than 200 ohm readings that were noted are most likely due to limitations in the device's ability to accurately measure the impedance in right atrial coil to can vector. It was indicated no further testing was performed, a revision procedure was scheduled. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.